Event description:
The surgeon implanted an aq2010v model lens, but the trailing haptic caught in the cartridge and was damaged while being inserted. The lens was removed with no patient injury or event.